Event description:
An unidentified caller contacted candela and stated that after three treatments for hair removal that a pt had "flared up" and developed scars. The pt's current state of health is unk. If add'l info is revealed, it will be provided via a supplemental report.

Manufacturer narrative:
Field service evaluated the unit on 2/23/08 and reported that upon arrival the laser could not be calibrated, the optical fiber was blown, there were spots on the focus lenses and the 12/15/18 spot size slider and several line items within the fault log that indicated that the cryogen canister needed replacement. Repairs were made to the laser and it is operational, within calibration, and meets all candela specifications.